Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: november 25, 2024. Section h3 - device evaluated by manufacturer? Yes . Device evaluation: the lens was inspected under magnification. The complaint lens was received covered in viscoelastic residue. The lens was cleaned and cut. Cosmetic issues were observed on the optic body and the haptic was damaged. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was scratched after it was implanted. The iol was removed and replaced with a replacement lens. Through follow-up we learned that the co-medical prepared the device. Balanced salt solution was used at room temperature and it was introduced from the cartridge canopy and placed horizontally. The physician turned the plunger and it was pushed rapidly at a constant rate. Account indicated that there was a feeling of resistance when turning the plunger. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA: p980040. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.